Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ssd needs to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic, but analysis has not been completed at the time of filing. Concomitant medical products: product ID: 9735999r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system shut down unexpectedly an displayed "reboot and select proper boot device" when the site tried to load exams. A hard shutdown of the system was done, and when they tried to boot it back up, there was a black screen with some ext4-fs errors displayed and the system would not boot. No patient present.

Manufacturer narrative:
H2: lot number was updated for the 9735999r ssd: lot number: s5jane0ma04472z h3 computer analysis has been completed and it was noted that the ssd was tested and would boot properly to the login screen. No failure was found h6 10,213,67 are associated with device analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.